Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pericardial effusion. Due to previous repair of the patient's septum the transseptal puncture used a mid-anterior approach. The physician also found it difficult to observe the area through imaging. After the transseptal puncture the non-boston scientific sheath was exchanged for the faradrive sheath. When crossing the septum there was a "jump" and the sheath and dilator advanced abruptly into the left atrium. The physician stated the sheath had been stiff and "hard to maneuver" an effusion was noted via imaging and the patient's blood pressure dropped. Pericardiocentesis was performed and the procedure was cancelled at this time. The patient was admitted to the hospital with future plans for surgical repair of the left atrial appendage. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported that a patient experienced a pericardial effusion on laa which needed a pericardiocentesis, this incurred into unexpected hospitalization. Patient history of asd repair. During tsp, mid-anterior approach was performed. Poor ice image quality, which md attributed to asd repair. After tsp, md advanced sl1 over to left atrium with torey wire. Per md after exchanging sheath to faradrive, there was a visible "jump" seen by sheath and dilator that caused both to go very abruptly/sharply superiorly across septum in the trajectory of the laa. Anesthesia noted a drop in end tidal co2 and md noted effusion on echo. Blood pressure dropped as well. Also noticed there was also a jump with the sl1 and torrey wire while attempting to exchange. Pericardiocentesis preformed at bedside. Patient to go to or for laa repair. The procedure was cancelled while the patient was under general anesthesia, then submitted to hospitalization. The faradrive will not be returned, it's retained by the costumer. When the complication was observed ablation wasn't started. Md reported difficulty when going across septum with the catheters. (B)(6) 2024 per gfe: I cannot provide any more specific details as to how or why the faradrive had any contributing factors to the event. When discussing with the physician after the case, he mentioned that he feels the sheath is "stiff" and "hard to maneuver", which he attributes to contributing to the difficulty of crossing the asd repair.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block h6 patient codes - added unspecified heart problem due to the laa damage. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: pericardial effusion, cardiac truama...".

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pericardial effusion. Due to previous repair of the patient's septum the transseptal puncture used a mid-anterior approach. The physician also found it difficult to observe the area through imaging. After the transseptal puncture the non-boston scientific sheath was exchanged for the faradrive sheath. When crossing the septum there was a "jump" and the sheath and dilator advanced abruptly into the left atrium. The physician stated the sheath had been stiff and "hard to maneuver" an effusion was noted via imaging and the patient's blood pressure dropped. Pericardiocentesis was performed and the procedure was cancelled at this time. The patient was admitted to the hospital with future plans for surgical repair of the left atrial appendage. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.